Event description:
It was reported that during deployment of a vena cava filter, some filter limits remained inside the delivery sheath. Add'l manipulation was used to complete the filter deployment; however, the filter tilted. A snare device was used to retrieve the filter. A new filter was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event.